Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient's stimulation was not helping him on the right side. When the patient turned on the stimulation and moved, he got a jolt at the lead site; when the patient turned the stimulation down, however, he did not get therapy. The patient wanted his device removed. The patient only had a 2 day trial and "wasn't sure if it was doing anything for him." Additional information received reported that the patient was discharged from his physician's practice due to narcotic non-compliance. On his last visit to the physician's office, the patient expressed satisfaction with his neurostimulation therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID: 37754, se rial#: (B)(4). Product type: recharger: product ID: 37744, serial#: (B)(4). Product type: programmer, patient: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).